Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was an alert for high right atrial (ra) lead thresholds. When the electrogram (egm) was reviewed, there was nothing seen on the ra channel. However, back in october, ra sensing looked great. A chest x-ray was suggested, to determine current lead positions and the ra lead was confirmed to be displaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated fluoroscopy revealed that this right atrial (ra) lead was in the superior vena cava. Then during surgery, the lead was found curled un in the pocket. The ra lead was explanted and replaced with a non-bsc product. The patient is doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.